Manufacturer narrative:
(B)(4). Title rail or roll: a new, convenient and safe way to position self-gripping meshes in open inguinal hernia repair. Source springer-verlag france 2015, volume 20, 2015(417¿422) article number: 3 date of publication: 20 may 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between march 2013 and march 2014 about a new, convenient and safe way to position self-gripping meshes in open inguinal hernia repair, 64 patients with 64 inguinal hernias were treated were treated with a polypropylene mesh. 32 out of the 64 patient were done with conventional placement of the self-gripping mesh and the other 32 with implantation of the same mesh with a new rolling technique. It was reported that there were post-operative complications such as 5 seromas (4 in lay group, 1 in roll group), 4 bleedings (3 in lay group, 1 in roll group), and 1 paresthesia in the lay group. Furthermore, the postoperative pain was measured between days 1 and 7 after the operation according to a visual analog scale: 1.6 ± 0.9 in total, 1.7 ± 0.8 in lay group, 1.5 ± 1 in roll group.